Event description:
It was reported during a routine check performed by hospital, helium leaking from tank connection.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check performed by hospital the cs300 intra-aortic balloon pump (iabp), helium leaking from tank connection. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer evaluated isolated helium leak to multi points in pneumatic system. Replaced fill assembly and helium regulator causing leak during testing. Replaced defective helium gauge, observed leaking from face of display. Performed helium leak test and passed to specifications. Unit passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The fat dept. Verified the failure of the helium regulator assembly. (Slow helium leak). Retaining the helium regulator assembly in the fat dept. Per procedure 0002-07-d008 rev ak. The fat dept. Could not duplicate the failure of the fill manifold assembly and helium pressure gauge( helium leak). Retaining the fill manifold assembly and helum pressure gauge in the fat dept. Per procedure 0002-07-d008 rev ak. The non-conformances with the returned components were confirmed on helium regulator and not confirmed on fill manifold and pressure gauge. However, the root cause or the most probable root cause is impossible to define.